Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effect of death is listed in the electronic proglide instructions for use (eifu), as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effect of death, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3, b6: dates estimated. D4: the UDI number is not known as the part and lot number were not provided. The additional patient effects and device issues reported in the article are captured under a separate medwatch report. Literature attachment: article title: "femoral vessel cannulation strategies in minimally invasive cardiac surgery: single perclose proglide versus open cut¿down".

Event description:
This event is from a retrospective study comparing surgical cutdown with single-perclose proglide closure using percutaneous cannulation in minimally invasive cardiac surgery of atrioventricular valves. Complications noted for the proglide were bleeding, vascular occlusion due to thrombosis, lymph fistula, stroke/transient ischemic attack, and in-hospital mortality. Intervention for bleeding consisted of the use of another vascular closure device, stitching, manual compression or surgical cut-down. In the study group, the success rate of single proglide strategy was significantly impacted by operator experience. Intraoperative bleeding, acute vascular complications and femoral obstruction; however, were more common with proglide use. Incidents of access-stie complications were significantly higher in the cut-down group. The reduction of vascular complications from proglide use was clearly achieved. This study suggests the use of proglide is associated with reduced rates of late access site-related wound healing disorders. Proglide use was noted to be a safe and feasible alternative to femoral cut-down with lower incidence of access-site complications for minimally invasive cardiac surgery. Specific patient information is documented as unknown.